Event description:
While evaluating a returned processor pca, it was noted that the unit failed the therapy test during operational testing on a known working mrx test fixture. There was no patient involvement. The processor pca was returned to the failure analysis lab for evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. The pca was then placed on a known working mrx test fixture and the message ¿operational check failed¿ was displayed, indicating that the therapy test failed.